Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was difficult to open and when it successfully opened, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the clip and catheter together were then removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the clip assembly was still attached to the bushing. A number of kinks were noticed along the body of the device. The tabs of the capsule were locked and the yoke was detached from the distal end of the control wire. Additionally, there was evidence of a complete activation and during the analysis it was possible to deploy the clip assembly. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was difficult to open and when it successfully opened, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the clip and catheter together were then removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.